Event description:
The patient reportedly experienced intermittency, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue, surgery to explant the patient's device has been performed. The patient was reimplanted with another advanced bionics cochlear implant.